Event description:
The customer reported a fluid leak of approximately 1ml from the probe of a coulter act diff 2 analyzer during instrument startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/20/2015. The fse did a visual inspection of tubing and found no blockages. The fse removed and cleaned the probe-wipe block and probe assembly, but after finding moisture on the underside of the probe-wipe block, he replaced the probe-wipe block and vacuum tubing (to vacuum isolator chamber, vic) to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).